Event description:
It was reported that prior to an unspecified treatment procedure, a problem was noted in the packaging of the kayak guidewire. The tip of the kayak guidewire was curved and was fixed in the welding seam on the edge of the package, making it unsterile. It was also noted that the distal end of the kayak guidewire appeared too big. A different batch of kayak guidewire was used to successfully complete the procedure. Refer to manufacturer report number # 6000130-2004-00220 and 6000130-2004-00229.